Event description:
It was reported that an alarm occurred during the pumping process, specifically alarm 20. This situation did not cause the customer's blood glucose level to exceed the dangerous threshold, maintaining a 6.7 mmol/l level. Technical support determined that the pump would be replaced, instructing the customer to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was guided on how to put the pump into storage mode and return it using a pre-paid label within ten days.